Manufacturer narrative:
H11: the device was received for evaluation. During visual inspection, one of the spring hooks of the slide clamp assembly was broken/missing. The machine underwent functional testing, and a filled set was loaded and confirmed that the slide clamp does not fully eject when door is closed. The slide clamp not fully ejecting caused the upstream occlusion alarms to occur. A device history review was performed, and occurrences of ¿upstream occlusion alarm is set¿ and ¿pumping stopped¿ were observed. The reported condition was verified. The cause of the occlusion alarm was due to a damaged slide clamp assembly. The mechanism assembly will be replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novumiq large volume pump did not eject the blue slide clamp which resulted in an upstream occlusion alarm. This event occurred in the biomed service department during testing prior to patient use. There was no patient involvement. No additional information is available.